Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for the event. Treatment was not reported. On the same date as receipt of this report, the pt was to be discharged from the hospital. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the peritonitis manifested as abdominal pain and the patient was treated with unspecified antibiotics for the event and was flushed three times. The patient was discharged from the hospital but visited the hospital on two occasions for treatment. The patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.